Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. Upon opening the package, physician saw that the balloon was broken. The procedure was completed with another new device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. Upon opening the package, physician saw that the balloon was broken. The procedure was completed with another new device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the wolverine coronary cutting balloon 10mmx4.00mm, batch 32211533. A visual, tactile, microscopic and leakage test was performed on the returned device. A visual examination of the balloon identified no damages. A detailed microscopic examination of the balloon material identified no issues. During leakage testing, using an encore inflation unit the balloon was inflated with no issues. No other damages were observed along the device. Device analysis found no evidence of any damage to the balloon.